Event description:
It was reported by patient's physician and sales rep that patient underwent a total hip arthroplasty in which patient received a durom acetabular cup. Post op, patient experienced pain and is scheduled to be revised in 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.